Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p55) was damaged. The following information was provided by the initial reporter: "when the packaging was opened, the protector was found broken and brown spots were found on the rim of the protector. Unable to use the product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-jun-2023. H6: investigation summary sample and photos received by our quality team for investigation. Upon visual evaluation of the sample, dirt is observed on the expansion bell. No other defects or issue observed. Upon visual evaluation of the photos, broken cap is displayed. A device history review was performed for reported lot 2112125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the damaged cap. Based on the available information we are not able to identify a root cause at this time for damaged cap on protector. It is likely the incident occurred during transit. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device.

Event description:
It was reported that the bd phaseal¿ protector (p55) was damaged. The following information was provided by the initial reporter: "when the packaging was opened, the protector was found broken and brown spots were found on the rim of the protector. Unable to use the product."